Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes customer noticed hemolysis after centrifuged. The following information was provided by the initial reporter. The customer stated: ¿series of blood samples collected by glucose tube had hemolysis after customers centrifuged samples.¿

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. The photos do show tubes with blood in them, the specimen appears to be hemolyzed. It is not stated in the event description what collection or handling methods were used to process the specimens. Hemolysis is the rupture of red blood cells where the intracellular contents contaminate the plasma or serum. This occurs when the red blood cell membrane is destroyed, and hemoglobin is released into the plasma or serum. Variables such as a traumatic venipuncture procedure or improper handling of the sample after collection may cause hemolysis. The 100 retentions were visually inspected with no issues being identified. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes customer noticed hemolysis after centrifuged. The following information was provided by the initial reporter. The customer stated: ¿series of blood samples collected by glucose tube had hemolysis after customers centrifuged samples.¿